Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse checked and verified all display connections and pcbs. There were no significant log errors in the error logs. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an unrelated service, the cardiosave intra-aortic balloon pump (iabp) screen is green when first powered on, and is unable to read anything. There was no patient involvement.